Manufacturer narrative:
The reported event is confirmed as supplier related. This complaint was related to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The affected syringe was manufactured. Further investigation is documented. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. Packaging lots number manufactured with affected syringe batches identified and documented. The DHR is not required and the risk review and labeling review are not required . H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that during the pretest, water leaked from the connection between the syringe and the valve of the foley catheter, and the balloon did not inflate.

Event description:
It was reported that during the pretest, water leaked from the connection between the syringe and the valve of the foley catheter, and the balloon did not inflate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.